Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent knee revision approximately 4-5 years post-implantation due to dislocation. The reported reasons for dislocation was subluxation of the tibial component causing bone and cement to cause impingement and very slight posterior wear of the bearing. Only the partial poly bearing was revised; the femoral and tibial components were reported to be well-fixed. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Knee revision due to dislcoation.